Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up, down and ok buttons were under responsive, and in addition, the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during investigation, the pump was returned with the contrast button on the keypad inoperable. All the other keys responded intermittently to user presses. The keypad was observed to be peeling off and torn at the ok button. The keypad was removed and the contrast button contact was missing and there was contamination found under all the other contacts. Unrelated to the original complaint, the pump powered on to a dim and discolored display.